Event description:
This pt rec'd bilateral total knees in 1996. Both knees have started "popping" but the left knee was worse. Arthroscopic surgery in 2000 revealed a cracked tibial insert on the left knee.